Manufacturer narrative:
The tube protective cover and c-arc motor were replaced, and the system was restored to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the tube is pounding and stuck at an angle. The clinical use of the system was in use. There was no harm reported to philips.